Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup vvi mode following a magnetic resonance imaging (MRI) scan in which device MRI procedure was not followed. High voltage therapies were not available while device was in backup mode. The device was able to be successfully restored back to normal function. The patient was stable and asymptomatic.